Event description:
It was reported occlusion alarms occurred. Customer's blood glucose level reached 448 mg/dl. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.